Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the cartridge had split open. According to the additional information received on 05-mar-2026, the event occurred before surgery there was no patient contact. The lens was scratched due to cartridge. The surgery was completed using a new cartridge and a new lens on the same day. The surgery was performed on the patients left eye and the patient issue was resolved.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.